Event description:
The customer reported an over infusion. The customer would not provide any specific details and they're not sure which pump module the over infusion occurred on. The customer requests an event log review for programming, alarms, and volume infused from (B)(6) 2013 at 0100 to (B)(6) 2013 at 0600 on both pump modules that were connected to the pt. The customer also requests an investigation that the devices are functioning properly. There was no pt harm or medical intervention reported. No further pt/event info was provided.

Manufacturer narrative:
MFR report date: 01/15/2014. Internal file no: (B)(4). The customer has requested an event log review. Neither the event logs nor the devices have been received. A follow up report will be submitted with evaluation results should the logs or devices be received for evaluation.